Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced feeling dizzy. The pulse generator exhibited intermittent ventricular capture. The device was explanted and replaced.